Event description:
It was reported that the customer received multiple occlusions. The customer's blood glucose level was elevated but was good when tandem customer technical support (cts) was contacted. The customer had reverter to manual insulin injections to manage diabetes. As the customer was not currently receiving an alarm, cts was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.